Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top cover of the subject device had a sticky white substance. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacturer reviewed the customer provided the cleaned, disinfected, sterilized (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to after using the reprocessor, the top cover and the basin were not wiped and left them to dry naturally. The event can be detected/prevented by following the instructions for use (IFU) which state: oer-4 IFU:operation manual 5.1 turning the power off, closing the water faucet and cleaning the outer surface warning: after using the device, dry it thoroughly (so that no water remains in the reprocessing basin) and close the lid before storage. Otherwise, microorganisms may proliferate in the device. 3. Using a clean cloth moistened with neutral detergent, clean every part of the device including the front and back of the lid, the lid packing, the edge and inside of the reprocessing basin and the control panel, then wipe with a dry clean cloth. To prevent growth of microorganisms, it is also recommended to wipe every part of the equipment with a cloth moistened with 70% ethyl alcohol or isopropyl alcohol. Olympus will continue to monitor field performance for this device.